Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade unknown.

Event description:
Patient reported "warming, swelling, and encapsulation" diagnosed by ultrasound and magnetic resonance imaging. Patient later reported "minimum adjacent seroma," "edema, increased local temperature, and pain, right implant shows signs that, in the presence of compatible clinical findings, may be associated with capsular contracture (baker grade unknown),¿ "radial folds," and "hypoechogenic lumps" via ultrasound and MRI. The device has been explanted.